Event description:
It was reported that the deep brain stimulation therapy provided by an implantable neurostimulator was turned off, and it was believed that the battery had died. The patient's symptoms returned, necessitating a hospital stay followed by a stay at a rehabilitation center. After the therapy was turned back on, the deep brain stimulation settings were lower than usual (previously 3.0 v, now 2.7 v), and the patient felt their dopamine levels were lower. The implantable neurostimulator was confirmed to be charged and the therapy was on at the time of the report. Patient services reviewed that upon recharging and turning the therapy back on, the settings should return to previous levels, but suggested that the settings may have been adjusted during the process. The patient was redirected to follow up with their healthcare provider to address concerns about the settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.